Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine was not draining into the drainage bag. As a result the inlet tube was manipulated in order to successfully drain the urine. No patient injury was reported and no medical intervention was required.

Manufacturer narrative:
Received 1 used urinary drainage bag with the tubing assembly attached only. Visual inspection noted no obvious defects. A functional evaluation was performed. The received sample was functionally tested by passing water through an in house 16fr. Catheter (not part of the sample received). No drainage problems were observed; the flow was continuous during the test on the sample received. The specifications state that 250cc's must be drained in 64 seconds maximum. The sample was found to be within specifications as the device drained 250cc's in 45 seconds. The complaint was unconfirmed as the product met specifications. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine was not draining into the drainage bag. As a result the inlet tube was manipulated in order to successfully drain the urine. No patient injury was reported and no medical intervention was required.